Event description:
It was reported that, "it was reported by the surgeon that this insert trial was found to have chips and damage as a replacement was used for surgery."

Manufacturer narrative:
Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review found no other reported events for the lot. There have been other reported events for the product family. When completed, the eval summary will be submitted in a supplemental report.